Event description:
Device implanted in 2004 and explanted 5 days later. Brachytherapy treatment was successfully delivered with balloon infusion volume of 30 cc for five days. Forty-one days later pt presented with the following events that have been resolved. The site stated that the events were considered possibly related to the device: 1. Coag negative staph infection to bone flap that was treated with antibiotics and the bone flap was treated with antibiotics and the bone flap was removed 02/04. 2. Wound leak at proximal portion of the incision site 3. Hydrocephalus-vp shunt placed 4. Bilateral deep vein thrombosis and a pulmonary embolus both considered post-operative complications.